Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The alleged issue was confirmed. Fse performed electrical/mechanical adjustments to correct the problem. No parts were replaced. The system was tested and verified as ready for use. No image or procedure video was submitted for review. System log review was performed. Per the review, the following was confirmed: a hemicolectomy - right procedure was performed on system sk5544 on (B)(6) 2022. This complaint is being reported based on the following conclusion: the customer converted to the erbe generator after the start of the procedure due to the e-100 generator not functioning. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the e-100 generator was not responding. Intuitive surgical inc. (Isi) clinical sales representative (csr) contacted isi technical support engineer (tse) on customer behalf. Csr indicated the operating room (or) team was using the new e-100 generator (on this system) for the first time and a white led was displayed, but the e-100 generator was not responding. The system was not connected to onsite. After the power cord and cables were reseated the or team restarted the e-100 generator, but the issue persisted. The instrument was functionally tested on the erbe generator and worked without issue, but when the instrument was plugged into the e-100 generator there was no response. The or team did not want to continue with troubleshooting and decided to proceed with the case using the erbe generator. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.